Event description:
It was reported that during the final tightening of a l4-5 viper system and concorde bullet, the physician struggled to get the torque wrench in the set screw. A problem with the alignment of the extension and set screw was noted. After the final tightening was achieved, the screw extension was removed and observed to have left some artifact on the screw head that experienced the difficulty with tightening. The nurse examined the screw extension and confirmed that a small part of the tab that locks into the screw head had broken off and remained in the patient. The physician used a small hand retractor and removed the piece without difficulty. A delay of no more than 10 minutes was reported with no adverse patient consequences.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
One viper2 screw extension, open [product code: 2867-25-300, lot no: 0310mi] was returned for evaluation. It was noted that a piece of the extension had broken off. The piece that broke off was one side of the extension that latched onto the head of the viper screw. The screw extension can no longer firmly grasp the head of a screw. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. The images show evidence of little plastic deformation that is consistent across most of the surface suggesting a brittle fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper2 screw extension, open found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis was performed for the viper2 screw extension, open on the product code, as there are no like products that would exhibit this failure mode. There were no complaints related to the screw extension breaking at the screw head interface intraoperatively. Review of complaints found no significant trends. The root cause for the fracture of the screw extension cannot be positively determined. However, it shows evidence of little plastic deformation that is consistent across most of the surface suggesting a brittle fracture. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.